Event description:
Rn of home pt (hp) reported leak at twist clamp of "brand new" transfer set. Rn reported home patient's set was changed with no home patient injury or medical intervention required.